Manufacturer narrative:
Additional information: IFU was followed. No coagulant build-up on the heating element. No part of the coil was exposed. Excessive force was used during removal when catheter got stuck. Attempt was made to remove detached portion. Attempt was successful in removing detached portion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The closurefast catheter was returned loosely inside a previously opened tyvek pouch inside an outer box. No ancillary devices or images from the procedure were received with the device. As reported the heating coil/element was returned detached, the detached portion was returned. Inspection confirmed detachment occurred approx. 6.5cm from the distal of the coil/element. The site around the detached heating coil/element was returned extensively damaged and burnt consistent with overheating and the use of excessive force to remove the device consistent with the reported event. Inspection under microscope could confirm the coil was not exposed. Due to the device detachment continuity/resistance and functional testing could not be completed. Visual inspection of the returned catheter shaft revealed multiple kinks, the kinks were observed approx. 12.0cm, 13.5cm, 22.0cm, 34.3cm and 65.2cm from the distal tip of the device. The reported event that ¿during the procedure, radio frequency ablation, the rfg3 could not reach the required temperature of 120 degree, maintaining a temperature of 93-100 degrees¿ could not be confirmed, due to the device detachment continuity/resistance and functional testing could not be completed. Per the reported event ¿when the doctor pulled the catheter, it disintegrated and broke. Excessive force was used during removal when catheter got stuck. Attempt was made to remove detached portion. Attempt was successful in removing detached portion from the patient¿ could be confirmed. Additionally, multiple kinks were confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the detached portion of the catheter was removed when the physician reverted to striping using the stripping instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter with an rfg3 during treatment of the patient¿s great saphenous vein (gsv). Compression was not used. During the procedure, radio frequency ablation, the rfg3 could not reach the required temperature of 120 degree, maintaining a temperature of 93-100 degrees. Several ablation attempts made but the gsv could not be treated. It is reported that two kinks were noted on the device during withdrawal/removal of the device. The closurefast catheter burned the radiopaque sheath. When the doctor pulled the catheter, it disintegrated and broke, leaving the heating element of the closurefast inside the patient. The doctor had to do stripping of the gsv and stab avulsions to complete the procedure. The patient was not impacted. Patient has been discharged in stable condition.